Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller ((B)(6)) and six (6) batteries ((B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Internal visual inspection of the batteries revealed no anomalies. Failure analysis of (B)(6) revealed that the returned device passed functional testing. Visual inspection revealed contamination within both power ports. Internal visual inspection of the controller revealed no anomalies. Supplemental testing was performed, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion; no damage was observed with the controller receptacles' springs and troughs. Supplemental testing also revealed contamination within the pins. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log file revealed several instances of premature power switching events that were due to momentary disconnections involving (B)(6). Log file analysis revealed two (2) controller power up events with associated motor start events were logged on 10/dec/2023 at 11:19:08 and 18/dec/2023 at 10:45:47, indicating losses of power to the controller. The data point recorded in the controller's internal logs prior to the loss of power revealed that (B)(6) was connected to power source one (1) with 98% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 67% rsoc. The data point recorded after the second loss of power revealed that no power source was connected to power port one (1) and that (B)(6) was connected to power port two (2). The data point recorded prior to the second loss of power revealed that (B)(6) was connected to power port one (1) with 96% rsoc and (B)(6) was con nected to power port two (2) with 70% rsoc. The data point recorded after the second loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for seven (7) and twelve (12) seconds, respectively. Momentary disconnections were recorded leading up to the losses of power. Review of the alarm log file revealed one (1) vad disconnect alarm was logged on (B)(6) 2023 at 13:46:02 indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. The reported events were confirmed. The associated batteries were lubricated prior to release. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Based on an investigation conducted under CAPA pr00574181 and the available information, the most likely root cause of the reported power switching event can be attributed to momentary disconnections due to fretting corrosion of the controller-port/power-source pins and/or contamination on the controller receptacle sockets/power source pins. Even though this CAPA is now closed, (B)(6) and associated batteries falls in scope of this CAPA. The most likely root cause of the observed contamination within the controller ports event can be attributed to the handling of the device. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: battery d4: (B)(6) d9: yes, return date: 09-feb-2024 h3: yes dev rtn to MFR? Yes d1: battery d4: (B)(6) d9: yes, return date: 09-feb-2024 h3: yes dev rtn to MFR? Yes d1: battery d4: (B)(6) d9: yes, return date: 09-feb-2024 h3: yes dev rtn to MFR? Yes d1: battery d4: (B)(6) d9: yes, return date: 09-feb-2024 h3: yes dev rtn to MFR? Yes d1: battery d4: (B)(6) d9: yes, return date: 09-feb-2024 h3: yes dev rtn to MFR? Yes d1: battery d4: (B)(6) d9: yes, return date: 09-feb-2024 h3: yes dev rtn to MFR? Yes investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
UDI related data quality updates only. Brand name d3. MFR name d4. UDI (provided complete UDI) d4. Model number d4. Catalog number h5. Single use medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller and batteries exhibited power switching. The controller exhibited a loss of power associated with a ventricular assist device (vad) stop. It was noted that the power switching only occurred on port one of the controller, and would occur even if the patient was sitting still. The controller contacts were cleaned with interdental brushes and contact oil was applied, with no improvement. It was noted that when a controller ac adapter was connected, there were no issues. The controller and batteries will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: heartware ventricular assist system - battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-march-2024 / serial#: . (B)(6)UDI #: (B)(4). D9: no h4: mfg date: 21-march-2023 h5: no  d1: heartware ventricular assist system - battery d4: model #: 1650 / catalog #: 1650 / expiration date:  31-march-2024 / serial#: (B)(6).  UDI #: (B)(4). D9: no h4: mfg date:  21-march-2023 h5: no  d1: heartware ventricular assist system - battery d4: model #: 1650 / catalog #: 1650 / expiration date:  31-march-2024 / serial#: (B)(6). UDI #: (B)(4) d9: no h4: mfg date: 21-march-2023 h5: no medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Additional product: d1: heartware ventricular assist system ¿ battery d4: model #: 1650/ catalog #: 1650 / expiration date: 31-mar-2024 serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 03-mar-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650/ catalog #: 1650 / expiration date: 31-mar-2024 serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 21-mar-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #: 1650/ catalog #: 1650 / expiration date: 31-mar-2024 serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 21-mar-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.